Event description:
A caller reported that a pump malfunction occurred after the device was dropped. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump, assisted the caller with the reset, and confirmed that the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if the issue happened again, which they understood and acknowledged.